Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: 500cc mentor memorygel breast implant, catalog #3507500bc, serial number # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent breast augmentation revision with a 500cc mentor memorygel breast implant experienced silent right sided rupture post procedure. The rupture was diagnosed through mammography. As a result, bilateral prosthesis replacement with 600cc mentor memorygel breast implants was performed on (B)(6) 2020.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on february 10, 2020. The investigation of the returned device was completed by the failure analysis lab on february 20, 2020. Device evaluation summary: according with the information reported the patient experienced a rupture of the breast implant. During visual inspection of the device no apparent damage was found. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).